Event description:
It was reported that beads dislodged from the porous femoral component during implantation. The surgeon elected to implant the device. There is no further medical intervention planned.